Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm on her insulin pump, which may have been bumped. The customer was advised to discontinue use of the pump and revert to a back-up plan. Her blood glucose level was 342 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed for a button error due to moisture damage on the keypad traces. The insulin pump was received with a cracked display window corner, cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the display window.